Event description:
The laboratory information system (lis) of the customer was down. The customer ordered samples manually. The operator inserted samples in the instrument. When the system scanned the barcodes, the operator noticed that the name on the barcode did not match the name on the label. There are no known reports of patient intervention or adverse health consequences due to the misidentification of the sample.

Manufacturer narrative:
The customer called the siemens hot line for consultation. The customer does not use an lis provided by siemens. The issue was not connected with a siemens instrument. Siemens provided instructions to the customer as to avoid problems with barcode identification. The instrument is performing within specifications. Further evaluation of the device is not required.